Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged two days post implant. It was noted that the lead didn't have enough slack when implanted. An invasive procedure was performed. The lead was explanted and replaced with a longer lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the lead was discarded after explant and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.